Manufacturer narrative:
(B)(4). This report was filed by the MFR. Unable to determine the cause of the customer's reported clogging and leaking because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported filters clogging and leaking while infusing lipids via syringe pump in the nicu. The tubing was changed to resolve the issue. There was no pt harm or medical intervention. No add'l pt or event details were provided by the customer.